Event description:
It was found during the investigation on (B)(6) 2019 that the complaint device was confirmed to be a #8 shiley tracheostomy tube instead of the cook airway exchange catheter with rapifit adapter 14 french previously reported.

Manufacturer narrative:
Investigation ¿ evaluation the complainant returned one used 8-perc tracheostomy tube to cook for investigation. Within the complaint, it is stated by the physician that the device did not malfunction, but that the removal of the tube caused the irritation in the patient. Thus, no dimensional analysis was conducted. After a database search for lots sold to the customer during the life-span of the reported device, lot #¿s 8944565, 8993917, 8944567, and 9047860 matched the reported device, customer, and timeframe for the complaint. A review of the device history record (DHR) for the above lot #¿s was performed. The DHR¿s for the above lot #¿s recorded no non-conformances. A review of complaint history records shows that there have been no other complaints received on lot #¿s 8944565, 8993917, 8944567, and 9047860. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: the inner cannula included in this package should only be replaced with a versatube disposable inner cannula of the same size. Use of an incorrectly sized inner cannula may result in restricted gas flow, tracheal damage or occlusion, or accumulation of secretions at the tip of the tube which can lead to infection, blockage, or airway obstruction. Cuff pressures should be monitored and adjusted routinely and should never exceed 25mm hg. Over-inflation of the cuff may inhibit ventilation and may also result in permanent damage to the trachea. Underinflation of the cuff may result in aspiration of the subglottic secretions leading to lung infections. Verify tracheostomy tube position via bronchoscopic visualization and/or chest x-ray to ensure correct placement. Incorrect placement may result in trauma to the trachea or respiratory obstruction. Precautions: do not reposition the in situ tracheostomy tube while the cuff is inflated; doing so may result in trauma to the stoma and/or trachea. Prior to removal of cuffed tracheostomy tubes, ensure that all air is completely removed from the cuff; failing to do so may result in pain to the patient and damage to the trachea and/or stoma. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The user facility clarified that the tracheostomy tube did not malfunction, rather the procedure of removing the tube irritated the patient. The patient reportedly experienced no additional adverse events due to this failure. The investigation found that the affected component is supplied to cook from an external supplier. Although this is a supplied device, from the additional information received, the reported device did not cause the failure. The procedure to remove and replace the device caused the irritation which led to bleeding. Cook has concluded that no device malfunction occurred. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Cook airway exchange catheter with rapifit adapter 14 french. Catalog number: not provided, lot number: not provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Medwatch report mw (B)(4) received on (B)(6) 2018 reported an event involving a broken tracheostomy reported on manufacturer report 1820334-2018-03193. The following information was received on (B)(6) 2018. Additional information was provided by the customer on (B)(6) 2018. The patient was admitted into the hospital (B)(6) 2018 after having been found unresponsive with emesis and incontinence of urine. Blood was noted in left nostril. The patient was diagnosed with large right basal ganglia intracerebral hemorrhage with some intraventricular extension and midline shift. The patient was positive for methamphetamines and diagnosed with malignant hypertension. The patient had a prior pontine stroke due to methamphetamine use resulting in residual right side weakness. The patient¿s sputum was determined to be positive for beta (¿)-haemolytic streptococci. On (B)(6) 2018 the patient continued to have cerebral edema with transfalcine herniation that required a right craniotomy for evacuation of the intracranial hemorrhage (ich). The patient was placed on a ventilator. On (B)(6) 2018, the patient had a percutaneous tracheostomy placed bedside with bronchoscopy. On (B)(6) 2018, the patient was placed on a t-piece with ventilation standby. The patient was continually attached to the ballard t-piece suction due to increased thick secretions. The tracheostomy sutures were removed (B)(6) 2018. On (B)(6) 2018, the patient was placed in the step down unit. On (B)(6) 2018, the patient experienced decreased mental status throughout the shift, as well as decreased blood pressure, increased temperature and increased trach secretions. The sputum culture revealed gram negative rods and the patient was started on metaneb. On (B)(6) 2018, staff noted pink, frothy secretions that continued through (B)(6) 2018. On (B)(6) 2018 the tracheal flange was noted to be broken and a new shiley #8 was placed using a cook airway exchange catheter with rapifit adapter 14 french. As reported, trach care was done twice daily and prn. In this event the cook airway exchange catheter with rapifit adapter 14 french was used to exchange a tracheostomy and the IFU state the device is intended to exchange an endotracheal tube. A large amount of hemoptysis was noted post trach change. The hemoptysis lasted less than 4-hrs. On (B)(6) 2018 additional information was received that the sputum culture was done due to signs of infection. It was reported that prior to the trach change the sputum appeared pink and frothy and that there was not any frank blood in it. The customer stated that it was difficult to estimate the patient's blood loss. The customer stated they would classify it as moderate. After the trach change, frank hemoptysis was noted. It was not believed that this was due to suction. It was felt the trach being loose in the airway caused irritation but that what was seen could have been pulmonary edema also. The customer reported that the changing of the trach definitely caused the patient to bleed.